Manufacturer narrative:
Sections with additional information as of 31-july-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Root cause: rc-001: miscellaneous user induced contamination on the strip connector.

Event description:
Consumer reported complaint for error message (e-0). The product is not stored according to specification (kitchen). The customer did have another vial of test strips of the same lot number that had been stored and handled correctly. The test strip lot manufacturer¿s expiration date is 07/31/2024 and open vial date is (B)(6) 2023. During the call, the customer stated that when he inserted a test strip into the meter the blinking blood drop did not display. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and defect found on returned meter - partial characters/missing segments. Root cause: rc-001: miscellaneous user induced contamination on the strip connector. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.